Event description:
It is reported that a customer experienced high blood glucose of 495 mg/dl. The customer was treated for the high blood glucose with a shot which overcorrected her and dropper her blood glucose down to 37 mg/dl. The customer was informed that there could be many reasons for high and low blood glucose. The customer stated that they will change all the infusion sets and sites. The customer was advised to talk to a health care provider before making any adjustments. No further info was provided.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.